Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s ins had been off since the MRI and that the patient reported her ¿bladder was wonderful since the MRI ¿ much better than before.¿ the patient¿s overactive bladder symptoms had greatly improved. Impedance testing found electrode 1 had an impedance >4000 ohms and that all other electrodes were within the usual range. It was noted the patient was only tested at 0.7 v, as the patient was sensitive to higher voltages. The patient¿s ins remained off per the patient and doctor¿s request. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213319297, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was ¿moving a lot due to strong leg pain¿ during a full body 3t MRI and that the MRI was stopped after scanning her brain (with no head coil used) as a result. The reporter was ¿unsure if the leg pain was felt on the same side as the implanted lead.¿ following the MRI, the patient experienced ¿some numbness,¿ though the reporter was ¿not sure where.¿ it was noted the patient had neglected to tell the imaging department that she had an implantable neurostimulator (ins) implanted prior to the procedure. The ins was switched off after the MRI and remained off at the time of report. No further actions or interventions were taken; it was unknown whether the issue was resolved at the time of report. There were no surgical interventions performed and it was unknown whether any would be planned; no further complications were reported or anticipated.

Manufacturer narrative:
Please note the conclusion code captured has been updated at this time. If information is provided in the future, a supplemental report will be issued.